Event description:
It was reported that the patient experienced undesired stimulation when showering. As a result, surgical intervention was undertaken on the (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
The reported observation of ipg replacement due to "shocking feeling in the shower" was not confirmed through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate verifies impedances across all electrodes and inner electrode continuity including the ipg casing. No anomalies were observed. Correction: d9, h2, h3, h10 updated as product was returned.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.